Manufacturer narrative:
Continuation of d10: product ID: cd9000, serial# (B)(6), product type: multiple therapy product; product ID: wr9230, serial# (B)(6), product type: recharger; product ID: th91scsr, serial#: unknown, product type: mobile platform. H3: analysis of the wireless recharger found that there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of the implantable neurostimulator (ins), the rep was showing the patient how to use his patient programmer and recharger. The patient programmer worked normally. Was able to connect the recharger to the patient programmer phone via the recharger app. However, when tried to search for the ins, the recharger did not start searching. When pressed the on/off button it just lighted up red and made a descending double tone. Everything was done normally as done. Rep always make sure that the recharger and the bay are properly connected for the first setup. Troubleshooting was performed. This happened again after disconnecting and reconnecting to the patient programmer. Reset the recharger and tried again but with the same result. A different recharger was used which worked fine without any issues. Issue was resolved. No surgical interventions occurred, nor was planned. Patient was alive with no injury.